Manufacturer narrative:
Batch review could not be performed as the lot number of the device involved in the event is unknown. Clinical evaluation performed by medical affairs department during rsa, a fragment of the drill bit fractured remained attached in the glenoid. The material of the instruments is surgical grade stainless steel, however not approved for long term implantation. Occasionally, fragments of broken instruments may be left in the body and the insurgence of adverse reactions is extremely rare. However, in this specific case, the possibility of fragment migration may exist and therefore, the surgeon must make the best judgement in the interest of the patient's health. Based on the information available no definitive root cause can be established, although it is likely that excessive force applied during its use contributed to the event.

Event description:
The drill bit for glenoid polyaxial screws broke and remained in the glenoid. The surgeon inserted the screw in a different direction than the drill. 5 min delay.